Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the locator along with the guidewire. The carrier tube assembly was returned within a partially opened poly foil pouch. Visual inspection revealed that the arteriotomy locator was found to be mated with the sheath. No outward signs of damage or deformation were identified on the sheath/locator assembly. The blood inlet holes were checked, and dried blood-like substances were noted. The locator was then removed from the sheath and the hub of the locator was examined under microscope. It was noted that the plastic on the mating hub had multiple scratches. No other visual anomalies were noted. For dimensional testing, the width of snap lock slot was measured 0.031'' which was within the specification of 0.032" +/-0.005. The large diameter of the snap lock hub was measured to 0.147'' which was within the specification of 0.150'' +/- 0.003. The hemostasis sheath cap hole ID was measured to be 0.145'' which was within the specification of 0.145'' +/-0.002. The flash was measured on the surface of the snap lock hub 0.0082'' which was within the manufacturer specification. For functional testing, the arteriotomy locator was inserted into the hemostasis sheath and a clear tactile snap was audible and locked as intended. No snapping issue was found. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was of the normal product. However, the exact cause of the reported event cannot be determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used on the patient. For the first device reported on the same patient, see MDR 3013394970-2020-00056.

Event description:
The user facility reported that the angio-seal would not advance through the bypass tube. The physician used a third angio-seal and it worked like normal with no issues. The procedure was completed successfully. There was no patient injury/medical or surgical intervention. Additional information was received 27january2020: the angio-seal would not advance through the bypass tube. The procedure was a femoral access pae using a 6fr sheath size procedural sheath. A pre-deployment angiogram was conducted. The patient was stable. The third angio-seal they opened deployed perfectly and normal protocols were followed. Additional information was received 28january2020: the second angio-seal did not seem to snap together correctly and they did not get blood return.